Event description:
It was reported that insulin gauge displayed amount different than expected on previous day, but pump was not currently showing any unexpected insulin amount. There was no reported impact to the customer¿s blood glucose level. Caller declined to troubleshoot or provide further information, and technical support advised caller to contact again for troubleshooting if issue occurred again.